Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.2 pocket d1 failed and could not be recovered. A field service engineer (fse) replaced the faulty drawer controller board with a non-inventoried spare and reseated all row board connections. Fse tested the device in hardware test application (hta) was successfully completed, and the customer confirmed were able to access the storage space without any issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 pocket d1 failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.